Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
Customer reported a button error on his insulin pump. The alarm cannot be cleared. The buttons are unresponsive. Customer's blood glucose is 115 mg/dl. There were no significant events leading to the alarm. Customer stated he was sweating and had the device in his waste band. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.